Event description:
Customer reported the system shut down 3 times during a case. No pt or staff injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the power plug. System operates as intended.